Event description:
My sister (B)(6) underwent a laparoscopic hysterectomy for uterine fibroids, performed by dr. (B)(6). A power morcellator was used. Post op, it was discovered that she had uterine leiomyosarcoma. She underwent a second surgery 6 weeks later to remove her cervix. Her gynecologist, dr. (B)(6) reported finding a large amount of debris in her pelvis and abdomen. The pathology on the cervix and debris removed showed no ulms meaning she was likely stage 1 before she was morcellated. Within 6 weeks she began experiencing severe pain. A CT scan showed 7-8 large masses in her pelvis and abdomen, too many to offer her surgical treatment. She began chemotherapy at (B)(6). Her oncologist was dr. (B)(6). She had 4 cycles of chemotherapy that showed no regression of her tumor. After that, she became part of a clinical trial at (B)(6). She had one cycle of investigational chemotherapy in (B)(6) 2012 before dying at home on (B)(6) 2013. Her suffering was horrible. She was never informed that she might have cancer and never informed that her uterus would be morcellated. We never heard from dr. (B)(6) again after telling her she had cancer. (B)(6) 2011 consult with dr. (B)(6), md: obgyn (B)(6). Discussion of supracervical laparoscopic hysterectomy (B)(6) 2012. Surgery 1: hysterectomy performed by dr. (B)(6) medical record number: (B)(6). Pathology report ordered by dr. Post-op report dictated by dr. (B)(6) 2012. Consult with dr. (B)(6), md: (B)(6). Surgery 2: laparoscopic trachelectomy performed by dr. (B)(6). Infusion port placed (B)(6) 2012. First cycle of chemo (B)(6) 2012. Admitted to (B)(6). Discharged fro(B)(6) 2012. Began cycle of chemo (B)(6) 2012. Admitted on (B)(6) 2012. Began cycle of chemo (B)(6) 2012 began cycle of chemo (B)(6) 2013 dod.